Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, there was a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter that occurred. The sensor was inserted on the abdomen, on (B)(6) 2017. It was reported that the sensor was worn beyond seven days, and that calibrations were entered during periods when cgm values were not present. No additional event or patient information is available. Labeling indicates: your sensor gives you sensor glucose readings for up to seven days. The performance of a sensor has not been tested beyond seven days. Also: do not calibrate if the out of range symbol shows in the status area. Also: the system may tell you that it cannot provide a sensor glucose reading. When this happens you will see either the glucose reading error symbol ("???") Or the wait symbol ("hourglass") in the status area. These symbols mean the receiver does not understand the sensor signal temporarily. These symbols are related to the sensor only. Wait for more prompts, and do not enter any blood glucose values when you see these symbols. The system will not use a blood glucose value for calibration when these symbols show.